Event description:
The patient was implanted with a herniamesh t-sling cal-ts05 lot 0448 on (B)(6) 2009. Many years later legal complaint states that patient suffered mesh removal, urinary problems, dyspareunia, and pain. No further information has been provided.